Manufacturer narrative:
Initial reporter also sent the report mw5095860 to FDA.

Event description:
Inferior vena cava filter was noted to be fractured with a piece of the right lateral filter leg embedded in the soft tissue surrounding the inferior vena cava - this was found during a procedure to remove the filter. The piece was left embedded within the patient (risk of removal outweighs benefit).